Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01331. This report is being submitted as additional information. Approximate age of device ¿ 1 year and 6 months. Device evaluation: the pump was not explanted. A correlation between the device and the reported events of elevated lactate dehydrogenase (ldh), suspected thrombus, infection, and sepsis could not be conclusively determined. Hemolysis, device thrombosis, infection, and sepsis are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient¿s lactate dehydrogenase (ldh) was in the 1000¿s u/l. The patient's blood flow was pulsatile despite the clinicians increasing pump speed, and partial pump occlusion was suspected. It was reported that the patient¿s ldh peaked at 1,006 u/l. The patient was also found to have positive blood cultures on (B)(6) 2018 and was started on daily antibiotics and intravenous heparin. An echocardiogram was performed on unspecified date and showed aortic valve opening through 12,000. Intravenous heparin was continued and ldh began to trend down. The patient became extremely septic and expired on (B)(6) 2018, the device was not explanted for analysis as family declined autopsy. No additional information was provided.